Manufacturer narrative:
Batch review performed on 29 march 2019: lot 141425: (B)(4) items manufactured and released on 06-may-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold with other two similar reported events (0221-15 and 0306-18 [MDR 2018-00188]).

Event description:
Revision surgery performed after 2 months from the primary for infection (the pathogen is unknown). The surgeon performed a washout and poly swap. The surgery was completed successfully.